Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up high out of range shock impedance measurements were noted. The values were measured at the follow up and normal values were seen. A stress test was performed and during these tests the values were high and out of range. Historical measurements showed a sudden increase of the shock impedance measurements since the beginning of (B)(6) 2016. A new lead was planned to be implanted in (B)(6) 2016. The patient was not pacemaker dependent. No adverse patient effects were reported. A save to disk was sent for technical review. Boston scientific technical services (ts) noted that based on the information reported a compromised distal coil could be possible. Ts wanted to know if noise was seen on the shock channel as the distal coil is used as well. A review of the stored electrocardiograms noted no noise evident on the shock channel and the pace impedance measurements were within normal range. Ts wanted to know if an x-ray was done. Ts noted to pay attention to the header to confirm terminal pin insertion. Ts also noted that with an integrated lead, given the common coil for pace/sense and shock functionality, noise/artifact on the rv rate/sense channel as well if the coil fracture may be evident.

Event description:
Additional information noted that a revision took place. The rv pace/sense lead was tested and was reconnected to the device which showed normal shock impedance measurements briefly but then out of range values were seen. A new device was then connected and two synchronous shocks were performed which showed normal shock impedance measurements. Stress testing was performed on the excising rv lead and showed shock impedance measurements in range, thus the same lead was used with a new device. The previous device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was noted that the device was held at the hospital thus not returned.